Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a week prior to being implanted, the unopened device battery voltage was measured, and indicated a decreased longevity estimate. The device was implanted and remains in use. No patient complications have been reported as a result of this event.